Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the channel could not be confirmed and a definitive root cause of the issue could not be determined, however, it was confirmed that the device reprocessing was implemented in accordance with the IFU. Though the device was not returned for evaluation, the issue was likely the result of insufficient cleaning/reprocessing. Reprocessing survey info: - there was no problem with accessories used for reprocessing. - the scope was submerged in cleaning agent. - performed pre-cleaning of secondary water channels. - during manual cleaning, the cleaning agent was pumped into the secondary water channel. No information was available on reprocessing of forceps channels. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had unidentified material exiting from the scope into the patient during the procedure, it was noted that the forceps were inserted through the port and a "tissue like substance" came out. The scope was inside the patient. The issue was found during a diagnostic esophagogastroduodenoscopy and it was completed with the same device. The customer did not know if the material came from the patient or if it was due to the scope not being reprocessed correctly. There were no reports of patient harm associated with the event.